Manufacturer narrative:
(B)(4) method (other) - work order search. Results: visual inspection of the returned product showed the lens was returned in liquid and a piece of a haptic plate was torn off and missing. Conclusions: based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter stated that the surgeon indicated that the micl13.2 implantable collamer lens, tore easily as he was pulling it through the cartridge while loading. No patient contact. The surgeon does not believe it was a loading issue, but concerned it was a faulty lens.